Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the rv shock coil was noted at 6.2-6.5cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to noise. Patient was doing well post-procedure.